Event description:
Co has become aware of the following event after conducting a retrospective review of complaint records: during a procedure for a wide-neck p-com aneurysm (internal carotid-posterior communicating arternal aneurysm), the physician reported that the stabilizer became kinked due to the internal carotid artery being tortuous. As a result, the physician could not deploy the stent. The physician reported that after the catheter was removed from the pt, the stent fell out of the delivery system; the physician was unable to find the stent. There were no reported pt complications.

Manufacturer narrative:
Co only received the distal portion of the microdelivery catheter. The proximal portion of the microdelivery catheter and the stent were not returned. The stabilizer was also returned to co, but without the hub portion. During visual analysis, it was observed that the proximal shaft of the microdelivery catheter was kinked 10.5cm from its proximal end. The microdelivery catheter was also kinked 119.0cm from its proximal end. The returned portion of the microdelivery catheter met all required dimensional specs. The microdelivery catheter could be flushed without any restrictions. During the visual analysis of the stabilizer, it was observed that it had separated 146.0 cm from its distal end. The stabilizer was severely kinked throughout its entire length. On the distal flex shaft, the junction was compressed longitudinally. The returned portion of the stabilizer met all required dimensional specs. The root cause of the user's experience could not be determined. A review of the device history record was performed and indicated that no anomalies were noted during the manufacturing of this lot. All tests and processes were performed and conformed to the required specs at the time of build. Add'l PMA/510(k):#h020002/s5.